Event description:
It was reported that the 1.5x8mm mini trek ii balloon dilatation catheter ruptured at 5 atmospheres in the marshal vein. Another unspecified balloon was used to successfully complete the procedure. The was no adverse patient effects reported and no clinically significant delay reported. Subsequent to the initially filed report, it was also noted that the balloon was inflated during preparation of the device. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported by the account that the balloon was inflated and tested in water under positive pressure before being placed in the patient. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Additionally, it was reported that the procedure was to treat an ablation of the marshall vein. The IFU also states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction (mi), balloon dilatation of a stent after implantation (balloon models 2.00 mm only), balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the IFU violation contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, insufficient preparation, inflation technique, and interactions with other devices or lesion calcification. Returned device analysis noted scratched material that appeared as radial tearing, peeling/delamination and wall thinning on the outer surface on the returned balloon. The reported balloon rupture was located within the noted radial tearing, peeling/delamination and wall thinning on the outer surface on the returned balloon. Although, it was stated that the device was soaked during preparation, in this case, it is possible that insufficient prep (soaking of the balloon) contributed to the reported balloon rupture based on the condition of the returned device; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the 1.5x8mm mini trek ii balloon dilatation catheter ruptured at 5 atmospheres in the marshal vein. Another unspecified balloon was used to successfully complete the procedure. The was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.